Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: both the spring pin and the jaw assembly were returned for review. The end of the clip appears to be bent back where the pin enters the hole. This allows the pin to slide rather easily in and out of the hole. It is possible that this allowed the pin to slide out during the surgery. Without add'l info, however, the cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the little pegs that hold the blue impactor part fell off during impaction and that they were retrieved. Surgery was continued with a secondary impactor.